Manufacturer narrative:
This report was initially submitted on 03/06/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the pieces of rubber stopper migrating in to the syringe when withdrawing medication while using an 18 gauge sharp tip needle.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.